Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
D9: product returned date 20-jun-2024. H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the syringe port was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. There was no applicable evidence to review on the event history log. Functional testing was able to duplicate the customer reported issue. The investigation determined the most probably cause for the system fault is due to a result of improper handling. The motor was replaced.